Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited an impedance issue. New leads were connected to the device during the lead revision, but the impedance problem was still observed. The physician decided to replace the device as well. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 boston scientific lead, implanted: (B)(6) 2008. (B)(4).